Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusion delivered 2 hours longer than expected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the infusion lasted 2 hours longer than expected was not confirmed. The intended programming parameters, event date, and time were not provided by the customer. Analysis of the pcu event log identified an infusion of normal saline (rate 500 ml/hr, vtbi 999ml) on (B)(6) 2017 that lasted for approximately 2 hours and then had an additional vtbi of 50 ml entered. The infusion with the additional vtbi completed 6 minutes later, recording a total volume infused of 1049.43ml. Rate accuracy testing on both received pump modules found them to be infusing within specification. Physical inspection performed on both pump modules found no issues. The incident disposable set(s) were not returned for investigation. The root cause of the reported infusion taking longer than expected could not be determined.